Event description:
Kimberly-clark received a report stating, ¿the balloon has burst on three separate occasions. The child hasn't gained any weight nor has she had any medication or feeding changes. The physician cannot offer any explanation. When the tubes have to be replaced, the patient develops infections and is taken to the emergency room. She was taken to the emergency room recently for clostridium difficile.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record could not be reviewed since no lot number(s) was provided. One device was returned and evaluated under magnification after decontamination. The returned device was missing the strap that houses both feeding port covers. The connector head, tube, and balloon exhibited yellowish discoloration. The retention balloon was burst along its radial axis. The balloon material was inspected under magnification; however, no material defect/anomaly that was a potential origin for the burst was observed. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.